Manufacturer narrative:
This report is submitted on april 03, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced issues with coil retention and subsequently, underwent a skin flap reduction on (B)(6) 2018.